Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction with the x-ray tube. Review of the system log file showed that the tube current was out of range due to which the system had failed to record the exposure. The fse did x-ray tube adaptation to resolve the issue. After adapting the x-ray tube, the system was returned to use in good working order.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of the complaint.